Event description:
It was reported that when using the bd pyxis¿ medbank tower had user unable to pull medication. The system indicated that the user could not pull more than a 0.1 quantity. Review showed that the medication order had a total remaining quantity of 0.1, preventing further dispensing. Pharmacy staff member attempted to cut the order, but the updated order did not drop into the system. Then advised canceling the order through myqlink. After cancellation, user was able to successfully obtain the medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A technical support specialist found that the medication order had a total quantity of 0.1. Informed the pharmacy that the order needed to be cut so the nurse could pull on the next order. The pharmacy cut the order and waited a few minutes to see if the order dropped, but it did not. Customer confirmed it was okay to cancel the order through medbank myqlink. Then confirmed that the user was able to retrieve the medication. The system functioned as intended after the technical support specialist assisted customer to resolve the issue.